Event description:
The customer reported being at the emergency room due to diabetes ketoacidosis and high blood glucose of 248 mg/dl. The customer stated that she was experiencing high pressure, shortness of breath, large ketones, and was tired, but not hungry. The caller was treated with an insulin drip for twelve hours. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin exited. Advised the customer to call back when the tubing clamp arrives to completing the testing. Instructed the customer to remove the cannula and it was bent. Recommended the customer to change the infusion set every two to three days. The customer also mentioned receiving a no delivery alarm, which it was due to the bent cannula. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.